Event description:
Caller reported a malfunction on the pump and confirmed no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted in resetting the pump, after which the malfunction code did not recur. Customer was instructed to continue using the pump and to call back if the malfunction code reappears, which the caller understood and acknowledged.